Event description:
Same patient as: 2134265-2010-01281; same patient as: 2134265-2010-02194. It was further reported that an unspecified taxus express2 stent was placed in the mid left anterior descending (lad) artery at the reintervention procedure in (B) (6) 2008. In addition, two non bsc stents were implanted, one in the left main artery and one in the proximal lad. It was originally reported that the reintervention treatment in (b) (6 /2008 consisted of angioplasty and the placement of one non bsc stent.

Event description:
It was further reported that in (B)(6) 2008, angiography also confirmed restenosis in the mid left anterior descending (lad) artery and stenosis in the distal lad, none of them accompanied with ischemic symptoms. The pci performed 23 days later treated both the proximal and mid lad, as the core lab report evaluated them as one lesion. The lesion treated in the mid lad was a 90% stenosed lesion with a vessel diameter of 3.0mm and a length of 14.0mm. Residual stenosis became 0%. The restenosis in the proximal and mid lad was considered "subsided" and the patient was discharged the next day. In (B)(6) 2008, a pci was performed to treat the lesion located in the distal right coronary artery, a non target vessel.

Event description:
It was further reported that the correct date of the event was (B)(6) 2008 as previously reported.

Event description:
Taxus express post market surveillance study. It was reported that 229 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the pt presented with in stent restenosis requiring subsequent reintervention. The index procedure treated the de novo, type b1, 50% stenosed 3.0x12.8mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with a 2.5x15mm unk balloon inflated to 8 atmosphere's (atm's) and the placement of a 3.0x12mm taxus express2 drug eluting stent deployed at 12 atm's. Post dilation was performed with the stent delivery balloon. Ivus was performed confirming the stent was placed properly resulting in 0% residual stenosis. Non bsc stents were implanted in the mid and distal lad (3.0x23mm, 2.5x18mm). The pt was discharged the next day on bayaspirin and panaldine. About 229 days post the index procedure, in stent restenosis was confirmed in the proximal lad. Treatment utilized an unk balloon and placed a non bsc stent in the 75% stenosed 2.5x21mm target lesion resulting in 0% residual stenosis. There were no problems at the 9 month follow up visit. The event relation to the device was listed as "possible".

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).